Event description:
It was reported the patient¿s lead was placed in the occipital right side. The top of the lead had fractured and one thin wire was poking through the patient¿s head. Electrodes 1 and 2 were affected. The cause of the lead break was unknown but it was believed to have happened at the original implant. The health care provider (hcp) elected to cut the end of the wire, clean the area, and add two sutures with mastosol. The patient was started on an antibiotic. After the lead was snipped the patient was experiencing some jolting and tingling and was advised to turn the lead off. Impedances were checked and the distal end was showed great than 10,000 ohms. They had great coverage with the lead and their pain had gone from a 10 to a 1. They were seen again on (B)(6) 2015 and all of their system was explanted because the hcp was concerned with the possibility of infection.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0psjz, implanted: (B)(6) 2015, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# va09n0l, implanted: (B)(6) 2015, product type: lead. (B)(4).